Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The returned condition could not confirm the reported difficulty retracting the device to position the foot against the arterial wall. Inspection of the returned device revealed that there was dried blood within the marker lumen tube indicating there was arterial blood flow through the marker lumen while inserting the device into the anatomy. The plunger, suture, needles and cuffs were in pre-deployed position. The link was loose, indicating the lever had been opened to deploy the foot; however, the foot was then closed and the device was removed from the anatomy without deploying the needles. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conforming material reports or exceptions that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous transluminal angioplasty (pta) interventional procedure. Reportedly, the device was placed properly in the vessel with a clear marker, but pull back to the inner vessel wall was not possible. There was constant bleeding through the marker channel. The device was safely removed from the patient. Hemostasis was achieved with a starclose se device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.